Event description:
Depth gauge broke and had to use the 3.5 depth gauge. Procedure was completed as originally planned.

Manufacturer narrative:
Device not yet returned for analysis. Investigation in process but not yet complete.